Event description:
It was reported that the external pulse generator had a note on it that said "needs repaired." The biomedical engineer noted that no problem was found with it, but they would like a test and calibration done on it. The generator was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper and lower cases were broken and contaminated, the ring cover and both bail covers were missing, the battery contacts were compressed, the ring and both bails were missing, the battery drawer was broken and contaminated, and the keyboard was scratched. (B)(4).